Event description:
On (B)(6) 2013 the vns patient's programming history was reviewed and it was discovered that on (B)(6) 2008 a faulted system diagnostics test occurred that changed the patient's settings to test settings. No final interrogation was performed and it was not until the patient's next visit on (B)(6) 2008 that the settings were noticed and corrected. No adverse events have been reported to have occurred because of this event.

Manufacturer narrative:
Analysis of programming history.